Manufacturer narrative:
Bent frame.

Event description:
It was reported that the scale was not reading correctly. The customer could not determine if there was pt involvement or if there were adverse consequences to report.